Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). H11) corrected data compared to medwatch report: mw5071503. D1) celect vena cava filter. D2) ivc filter. D3) cook bloomington, in united states. D10) device available for evaluation: y. E3) physician. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "ivc filter had previously been placed in 2012. Patient was seen with acute chest and abdominal pain which may or may not been related to the fractured embolized celect filter. The filter and a locally retained fragment were removed however the left pulmonary fragment as well as an extra vascular fragment were retained." Description of event according to FDA report mw5071503 received 25aug2017: celect ivc filter placed in 2012 found to be multiple fractured and embolized, fragment (arm) to left pulmonary artery, fragment (leg) in iliacus muscle pelvis, add'l fractured arm retained locally in ivc. Pt presented with acute chest and abdominal pain, unclear if related. Removed filter and local fragment but unable to remove pulmonary fragment, extravascular fragment not tried. Patient outcome: unknown as information was not provided. Patient outcome according to FDA report mw5071503 received 25aug2017: pt reports abdominal pain improved

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event stating "multiple fractured and embolized, fragment (arm) to left pulmonary artery, fragment (leg) in iliacus muscle pelvis, add'l fractured arm retained locally in ivc. Pt presented with acute chest and abdominal pain, unclear if related. Removed filter and local fragment but unable to remove pulmonary fragment, extravascular fragment not tried. Pt reports abdominal pain improved." No product was returned and no imaging was provided. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported fracture of the filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and/or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.